Event description:
It was reported that a skin irritation had occurred while wearing the pod. The patients reported blood glucose level had rose to 300 mg/dl. The patient reports having irritation as well as an infection at the pod infusion site (back) as well on on their back. In addition the patient reports the pod infusion site felt hot to the touch. The patient contacted their doctor over the phone and was diagnosed with lipohypertrophy. The patient was prescribed doxycycline (100 mg) to be taken 2 times daily for 7 days. The patient had spoken to their doctors office for 10-15 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.